Event description:
The customer reported that the alarm powers on but when pressure is taken off of the sensor pad there is no alarm tone and there was no alarm tone when the sensor is unplugged from the alarm. The customer tested the alarm with a new sensor pad and there was no alarm tone. They reported that there was no visual damage to the alarm case. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the alarm sounds when pressure is taken off of the sensor and also when the sensor is unplugged from the alarm. The fail safe functioned normally and there is no visual damage to the alarm case. (B) (4).